Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose level was 308 mg/dl. Reportedly customer filled cartridge with an insulin pen. Tandem technical support educated customer that this was off label and educated the customer on proper loading techniques.